Event description:
In 01/2006 the lay user/patient contacted lifescan alleging that his one touch ultra would not turn on. The pt's last successful meter reading was "saturday 5:30pm" but the date was not specified. On an unspecified date, the pt was not able to turn on his meter using "control" test strips. The pt called emergency services due to his dizziness and symptoms. Prior to receiving any medical attention, the pt did not do anything. The paramedics arrived and the pt tested at "532 mg/dl" on the paramedic's meter. The pt was then taken to the hosp and was treated with an IV (type/dosage unknown). The customer care adovate was able to identify that the pt was using incompatible test strips ("control" test strips) with the one touch ultra, thereby explaining why the meter would not turn on. The pt also had expired one touch ultra test strips. The meter and test strips were replaced. However, this complaint is being reported because there was a delay in self-treatment due to the inability to test. The pt sought medical attention due to his symptoms and was treated with an IV at the hosp.